Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2016with the following findings: investigation revealed a dim, faded and pink display. The battery compartment was also cracked at the threads to the left of the bumper and at the threads above and below the bumper. Unrelated to the complaint, the keypad cover was observed to be lifted at the ok button; all buttons were responsive to button presses. The keypad cover was removed; no contamination was found under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and pink display. The battery compartment was also cracked at the threads to the left of the bumper and at the threads above and below the bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/13/2016.